Event description:
When the subject device was interrogated on (B)(6) 2016, an increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes. On (B)(6) 2016, the subject device was replaced and will be returned for analysis (the rv lead was capped).

Event description:
When the subject device was interrogated on (B)(6) 2016, an increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes. On (B)(6) 2016, the subject device was replaced and will be returned for analysis (the rv lead was capped).

Manufacturer narrative:
Preliminary analysis of the patient files showed that the reported noise was most probably related to electromagnetic interferences detection and/or myopotentials. In addition, preliminary analysis of the returned device showed that the electrical and visual characteristics are within specifications.

Manufacturer narrative:
Please refer to analysis report.

Event description:
When the subject device was interrogated on (B)(6) 2016, an increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes. On (B)(6) 2016, the subject device was replaced and will be returned for analysis (the rv lead was capped).